Event description:
It was reported that this implantable cardioverter defibrillator (ICD) accelerated the patient's rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf) after delivering anti-tachycardia pacing (atp). It was noted that the atp was too aggressive and not optimal for this patient, as well. The device was reprogrammed. The device remains in use. No additional adverse patient effects were reported.